Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (353 mg/dl). Reportedly, the wrong personal profile settings were active on the pump. Tandem technical support guided the customer through activating the correct personal profile. Customer delivered a bolus to address elevated bg levels.